Event description:
A patient implanted with evoke closed loop stimulator reported loss of connection between the ipg and the charger and clinical system transceiver. It was noted that the patient fell onto the location of the ipg pocket. Several chargers were tested, but unsuccessful. On (B)(6) 2022, the device was explanted.